Event description:
Patient was in ablation procedure. Was able to move through assessment portion of the procedure and locate signals, however when going to use the radiofrequency generator to deliver the energy, generator failed. Vendor, tech, and md attempted to troubleshoot with one site expertise as well as tech support over the phone and were unable to overcome the equipment failure in order to continue the procedure.